Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output and a hypoglycemic event on (B)(6) 2014. Patient reported that paramedic arrived and administered intravenous therapy to treat low blood glucose levels. At time of contact with dexcom, the patient reported feeling well. Patient tested the alert functionality and reported the alerts were not functional.